Manufacturer narrative:
E1. Initial reporter facility name:(B)(6). E1. Initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 20 x 2.50mm was returned for analysis. A visual and tactile inspection of a hypotube profile identified a shaft break at 55cm distal to the distal end of the strain relief. No issues identified with the outer/mid-shaft sections or the inner lumen of the device. A microscopic and wire insertion testing found no additional issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A microscopic examination of the proximal and distal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. It was possible to load and track a 0.014-inch guidewire without any issues.

Event description:
It was reported that shaft break occurred. The target lesion was located in the first diagonal branch segment. A 20 x 2.50 promus premier drug-eluting stent was selected for treatment. A resistance was encountered when advancing the device and the shaft fractured approximately 50cm from the hub. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable post-procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital . E1. Initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the first diagonal branch segment. A 20 x 2.50 promus premier drug-eluting stent was selected for treatment. A resistance was encountered when advancing the device and the shaft fractured approximately 50cm from the hub. The procedure was completed with another of the same device. No patient complications were reported, and the patient's status was stable post-procedure.